Manufacturer narrative:
A prepaid label was sent to the consumer for return of the product. Product has not been returned.

Event description:
Consumer alleges her humidifier caught on fire. Her (B)(6) grandson grabbed the unit and burned his finger tips, but did not seek medical attention.